Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no mobile devices connected pump at the time of pairing. The customer reported no adverse event. The event involved product(s) mmt-6102. Troubleshooting was performed. Unable to resolve with existing troubleshooting or labeled instructions, the issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6102.

Manufacturer narrative:
An attempt to reproduce the reported event using the minimed mobile app (software version 2.6.0) installed on iphone 11 pro (ios 18) with mmt-1886 780g pump (software ver. 6.7w) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the (B)(4), version e. After conducting a thorough investigation, we have identified several disconnections from the os. Even though the os didn¿t specify the reason of the disconnection, we believe it might be due to missing bonding keys which typically cause the connection to fail multiple times. The issue was confirmed. To assist with the resolution of the issue, we provided the helpline team with the following workaround to ensure that it is addressed effectively. Let's start by deleting the app currently installed in the iphone, and download the latest app from app store (version 2.7) also please make sure the pump doesn't have any mobile device added to the bluetooth list. The same way check the iphone doest have the pump added to the bluetooth list. From there and now with the version 2.7 installed, attempt to pair again. The helpline has not yet confirmed whether the recommended steps have successfully resolved the issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.